Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had cracked case at display window corner (upper left and upper right corners), cracked battery tube threads and cracked reservoir tube lip. Unit had moisture damage on electronic assembly and on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.